Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo.

Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. However, the immucor laboratory tested retention product on (B)(6) 2014 which performed as expected. Immucor technical support used a remote electronic connection method to assess instrument test well images on (B)(6) 2014.